Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during the implant procedure while implanting the right ventricular lead, the physician pulled out the lead to re-examine and noted that one of the tines from the lead was missing. It was noted that the lead was not examined prior to making contact with the patient; the location of the lead tine was unknown. The lead was not used and a new lead was implanted. The patient's condition was stable.